Event description:
Patient called lfs in 2003 alleging their meter would only display "hi" while attempting to test their blood and control solution. The patient reported no high or low blood glucose symptoms while attempting to test. The patient visited their physician and their blood glucose level was "ok". The issue was not resolved with troubleshooting. No further information has been reported.